Event description:
It was reported for a depression clinical trial patient that they experienced "worsening sadness", "possibly related" to implant procedure, stimulation and device. The patient has recovered. No additional relevant information has been received to date.

Event description:
Clinical event update was received. It was noted that the event is no longer being captured indicating the adverse event is not believed to be related to the device implant or procedure. No additional relevant information has been received.